Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The reporter did not allege or identify any deficiency; it was observed during functional testing that the unit was running hot and blade flapping. Evidence suggests this is due to usage wear over time. Placeholder.

Event description:
During routine repair of the device it was noted the sagittal saw attachment gets hot and the blade flaps. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).